Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc leaked beyond the blood control feature. The following information was provided by the initial reporter: the issue in both cases was that the device leaked fluid (blood), after being inserted into the patients. Can you check to see if there has been any similar reports, and or recalls, related to this product? (B)(6). 1. Please share the date of event. - latest event was (B)(6) 2025. There was a prior event (B)(6) 2025. 2. Describe any patient harm, injury, complication or negative outcome that occurred because of the event. ¿ blood-leakage from device. 3. Please confirm if different patients are involved in the events. - two different patients on two different dates. (B)(6). We¿ve have two separate issues, over a short period of time. Problem-item was discarded each time we had the leakage-issue. We¿ve also had normal usage of item, where item performed as expected. If we pulled a sample out of our existing supply, we would have no way of knowing if the sample was ok, or not.

Manufacturer narrative:
The complaint of a leak from the 18g insyte autoguard IV catheter could not be confirmed from the two photographs that were provided for investigation. The photos showed the IV catheter in a patient's arm with an extension set connected to the catheter adapter. What appeared to be blood residue was visible within the catheter adapter and extension tubing but no leaks were identified from the IV catheter. No damage or defects associated with the manufacturing process of the insyte autoguard were noted in the photographs. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no related issues with the manufacturing process. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.